Event description:
It was reported, the catheter was partially explanted on 2014 (B)(6) due to a catheter kink in the proximal segment. There was also a suspected, unconfirmed pump flip. The existing catheter was partially removed except for the subcutaneous portion and a new catheter was implanted. The product issue was resolved and the cause of the issue was not determined. The patient had less than 50% therapy relief as a symptom or complication associated with the event. The location of the issue or symptom was the catheter track. The patient was not feeling pain control and felt as though the pump was flipping or disconnected. The pump was connected, however, it was presumed to be flipping due to catheter being twisted on the proximal end. The patient status at the time of the report was ¿alive- no injury.¿ the pump was being used to deliver morphine. It was later reported, the pump was in the normal position upon opening the pocket. The catheter, however, was twisted indicating the pump had potentially been flipping.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).